Event description:
As reported, during the initial pulmonic valve replacement procedure, the commander delivery system became 'hung up' in the tricuspid valve chords during the advancement of a 23mm sapien 3 valve to the pulmonary valve. The pulmonary valve was working well; however, the tricuspid chords were damaged, resulting in tricuspid regurgitation. No actions were taken during the initial procedure. Approximately one year post valve implant, during an open heart surgery to correct the congenital abnormalities, the damage to the tricuspid chords was successfully repaired. The tricuspid valve is operating normally. At the time of the report, the patient was stable and doing well.

Manufacturer narrative:
Additional information received from the physician indicated the patient had a previous complex chd repair with a 16mm aortic homograft rv-pa conduit which had become severely stenotic and regurgitant. During the transcatheter pulmonary valve replacement procedure, difficulties were encountered advancing eh sheaths and balloons through the tricuspid valve. The sapien 3 valve was eventually able to be advanced and deployed in the pulmonary position. However, the tricuspid valve regurgitation was observed to progress from trivial-mild pre-valve replacement, to moderate-severe post valve replacement. Tte echo at discharge indicated the cause of the increased tricuspid regurgitation appeared to be a disrupted tricuspid valve chordae. The regurgitation did not improve over time and the patient was sent for surgical tricuspid valvuloplasty. The valve was repaired with excellent results. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the tricuspid valve/ apparatus] is a known potential complication associated with the tpvr procedure. At the time of the tpvr procedure, the edwards sapien 3 thv was still under investigation in the united states for pulmonic application via transfemoral approach. Deployment of the sapien 3 valve in the pulmonic position via jugular approach is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Difficulty tracking the delivery system (ds) through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Chordae tendinae rupture in tpvr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices and recommends that if entanglement is suspected, the guidewire should be completely removed and reinserted into the ventricle, checking again for wire entanglement prior to advancing the devices. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that in addition to the manipulation of the delivery system during the initial pulmonic valve replacement procedure, patient anatomy may have contributed to the reported damage to the tricuspid valve chordae. Additionally, it appears that the delivery system was advanced over the guidewire across the tricuspid valve, which poses a risk for entanglement on the tricuspid chordae, possibly resulting in a flail tricuspid valve leaflet and tricuspid regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.